Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: concomitant medical products: product ID: 3889-28, lot# va0h9n5, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic . The representative reported a damaged lead during revision. The lead frayed during the pocket revision. The lead frayed just below the connection to the battery, this was discovered after revision the pocket to make ins (stimulator) location more comfortable for the patient. It was possible the lead frayed after being grasped by a snap. Lead was replaced with a new lead. The issue resolved at the time of this report. The healthcare professional (hcp) had no further information on this event. Patient status at time of this report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.